Event description:
It was reported to boston scientific corporation that a gold probe was to be used for cauterization during a procedure. According to the complainant, after the gold probe was advanced through the scope and into the patient, it failed to conduct electrical current; the gold probe "would not cauterize". Reportedly, the procedure was completed with another manufacturer's device. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a gold probe was to be used for cauterization during a procedure. According to the complainant, after the gold probe was advanced through the scope and into the patient, it failed to conduct electrical current; the gold probe "would not cauterize." Reportedly, the procedure was completed with another manufacturer's device. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported event of failed to deliver energy. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe was to be used for cauterization during a procedure. According to the complainant, after the gold probe was advanced through the scope and into the patient, it failed to conduct electrical current; the gold probe 'would not cauterize.' Reportedly, the procedure was completed with another manufacturer's device. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. An electrical evaluation was performed, which included load and isolation of electrode tests; the device passed both tests. After performing the product analysis, the device is within specifications. Product analysis could not confirm the deficiency reported by the customer. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The exact patient age is unknown however; it has been reported that the patient is over 18.